Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 error (scope communication error). The event occurred during a therapeutic polypectomy procedure. The procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. An additional finding of an e300 error (light guide detection switch failed) was due to a defective scope detection sensor of the connector socket. There was an additional finding of scope detection sensor does not work, it was worn out. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 error (scope communication error). The event occurred during a procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, correction data and add investigations results. Correct data fields: h3, h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been over (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following information: the wear/defect of the scope detection sensor was confirmed and the scope detection sensor does not work, occurred because the video function did not work properly due to wear of the scope. Olympus will continue to monitor field performance for this device.